Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of manufacturing records, instructions for use (IFU) and quality control was conducted during the investigation. The device is shipped with an IFU that describes the intended use, specific items are addressed such as: additional surveillance treatment, additional surveillance and possible treatment is recommended for: aneurysms with type iii endoleak. Therefore while subsequent re-interventions are undesirable, they are known to occur and per IFU may require additional surveillance and additional treatment. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined the appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
During an endovascular exclusion of an abdominal aortic aneurysm on a male patient and after the relining 9mm x 122mm iliac leg graft, an angiogram were performed. There were no endoleak's noted in the left common iliac, but it was still visible in the right common iliac. A selective angiogram was performed on the right side to determine the type of endoleak (1a, 1b, 2, 3 from body and limb intersection). They found the endoleak was due to a tear in the graft material. A second limb was positioned inside the first limb placed. The endoleak was resolved. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did experience adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
During an endovascular exclusion of an abdominal aortic aneurysm on a male patient and after the relining 9mm x 122mm iliac leg graft, an angiogram were performed. There were no endoleak's noted in the left common iliac, but it was still visible in the right common iliac. A selective angiogram was performed on the right side to determine the type of endoleak (1a, 1b, 2, 3 from body and limb intersection). They found the endoleak was due to a tear in the graft material. A second limb was positioned inside the first limb placed. The endoleak was resolved. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did experience adverse effects due to this occurrence.